Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This was further described as the "patient went to close the transfer set, and the back of it became separated from the twisting mechanism" and the transfer set "was leaking". The patient was instructed to clamp the line. The transfer set was replaced. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event; however, the patient received prophylactic intraperitoneal antibiotics. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.